Event description:
This customer reported that the device did not deliver the first shock in the sync mode. The second shock was delivered . There was no impact to the involved patient.

Manufacturer narrative:
The customer reported that the device did not deliver the first shock in the sync mode. The second shock was delivered. There was no impact to the involved patient. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.